Event description:
A malfunction was reported on the customer's pump. There was no reported adverse impact on customer's blood glucose level. The customer continued to use the pump for insulin therapy.